Event description:
Customer states the left legrest piston is jammed.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 9616091-2013-01241 indicting the brand name as a mechanical (manual) wheelchair with common device name as 890.3850, manufacturer as invamex and the FDA registration number as (B)(4) for invamex. The correct brand name is wheelchair components, correct common device name is 890.3920, correct manufacturer is unknown and the correct FDA registration number is (B)(4), for distributed product.